Event description:
There was no device malfunction, revision procedure was due to malposition. The index procedure was a two-level case at c4-c6 on (B)(6), 2022. Post index procedure, patient was referred due to pain. Revision procedure to remove cage on the left side at c4-c5 took place on (B)(6), 2022. The case was completed successfully and patient is recovering as expected.